Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the user¿s complaint of loose biopsy channel was not confirmed. The device passed the water dunk test in which additional minutes, beyond the three-minute observation period, was performed to ensure it was airtight. Other observations of the device evaluation are there was heavy fluid invasion in bending section, control body, and scope connector. There was no data transmission which was okay after aeration, black image due to heavy fluid invasion, which was restored after aeration, and functionality impaired due to heavy fluid invasion was restored with aeration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer the biopsy channel of the device was coming loose. There is no harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event may have occurred by applying higher torque than design expectation to the biopsy port. However, the exact root cause could not be identified because the suggested event was not duplicated during device inspection. The event can be detected/prevented by following the instructions for use which state: warnings and cautions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.